Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 6 months, and 18 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a tavr explant with redo aortic valve replacement (avr) procedure due to central regurgitation, leaflet mobility issues and stenosis. The patient was symptomatic with shortness of breath. Per the pre-explant echocardiogram, there was trace paravalvular regurgitation and a prosthetic valve jet contour that was rounded. The peak gradient was 57 mmhg, the mean gradient was 34 mmhg and the valve area index was 0.33 cm2. It was believed that the leaflet issues were causing or contributing to the regurgitation. The patient was in stable condition following the tavr explant and redo avr procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided via medical records and from the investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device codes, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was provided via medical records. Per review of the medical records, approximately 1 year post transcatheter aortic valve replacement (tavr) procedure with the 29 mm sapien 3 valve, an echocardiogram revealed a mean gradient of 15 mmhg, an aortic valve area (ava) of 1.4 cm2 and "very mild aortic insufficiency (ai)". The valve was described as normally functioning at the time. Approximately 3 years, 6 months, and 3 days post tavr procedure, the patient was admitted to the hospital in congestive heart failure (chf) exacerbation. An echocardiogram was performed and noted a transcatheter heart valve (thv) with significantly severe stenosis, increased gradients, and decreased ejection fraction (ef) of 25-30%. There was no indication that there was leaflet motion restriction or any leaflet mobility issues. The patient was recommended for valve explant with surgical aortic valve replacement (savr). The patient subsequently underwent the valve explant with savr procedure approximately 15 days later. The procedure was successful as a 27 mm surgical valve was implanted and there were no complications. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation; however, medical records were provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve stenosis and central regurgitation that resulted in the valve being explanted were confirmed based on the medical records. A review of the device history record (DHR) and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year post tavr procedure with the 29 mm sapien 3 valve, an echocardiogram revealed the mean gradient was 15 mmhg, the aortic valve area (ava) was 1.4 cm2 and there was "very mild aortic insufficiency (ai)". The valve was described as normally functioning at the time. Approximately 3 years, 6 months, and 3 days post tavr procedure, the patient was admitted to the hospital in congestive heart failure (chf) exacerbation. An echocardiogram was performed and noted a transcatheter heart valve (thv) with significantly severe stenosis, increased gradients, and decreased ejection fraction (ef) of 25-30%". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, and diabetes mellitus), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration leading to stenosis with central regurgitation. Although a definitive root cause was unable to be determined, the available information suggests that patient factors (pre-existing comorbidities) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.